Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulties were encountered. The physician attempted to advance a taxus express2 3.0 x 32 mm drug eluting stent across an 85% lesion, timi 1-2 flow, in the mid-distal rca, but was unable to do so. The stent delivery device was removed and the lesion was predilated with a 2.75 x 20 mm maverick balloon. The physician then deployed the taxus stent, but noted incomplete expansion in the distal third of the stent. He then attempted, with difficulty, to advance several devices in order to fully expand the stent. A 3.25 x 9 mm nc ranger balloon was used to attempt to fully expand the stent, however, the patient developed total occlusion of vessel subsequent to balloon dilation of this area. There appeared to be a dissection and an express2 3.5 x 16 mm stent was passed distally and successfully deployed to treat the dissection. A second express2 3.5 x 16 mm was deployed to bridge the gap between the taxus and express2 stents and fully cover the suspected dissection. Upon retraction of the second express2 stent balloon, it became lodged in the mid portion of the stented segment of the rca. Several unsuccessful maneuvers were attempted to withdraw the balloon. In the opinion of the physician, the balloon did completely wrap and became caught on the stent. Due to inadvertent antegrade motion, an art 3.5 7fr guide catheter was pulled into the rca and a proximal dissection of the vessel was noted. The patient was hemodynamically stable at this time. The patient was taken to surgery emergently with successful coronary artery bypass grafting of the rca. During this surgery, endarterectomy of the rca was performed; an acutely thrombosed stent and a second stent were explanted. It is unknown which stents were explanted and which one remains implanted. The guide catheter and the stent delivery catheter were also removed. Follow-up echocardiography in 2004 revealed moderate pericardial effusion; moderately severe global left ventricular systolic dysfunction and wall motion. The patient is reported to be doing well as of the date of this report. Same case as manufacturer's: 6000093-2004-00305 and 6000093-2004-00307.